Event description:
It was reported that an unspecified quantity of Non-DEHP Microbore Catheter Extension Sets became loose, resulting in leakage. The reporter stated that the catether connection either did not properly engage or became disengaged after connection to the catheters. The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.